Event description:
The customer reported the system's table movement became inoperable. No report of pt or staff injuries.

Manufacturer narrative:
A ge service representative performed an on site investigation. The relay three was replaced. The system was then found to be operating as intended.